Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h304 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h304 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: (B)(4). S.d.a. (B)(6) 2019.

Event description:
The customer called to report a pressure dome membrane leak during a treatment procedure. The customer stated that approximately 199 mls of whole blood had been processed when a leak was observed at the system pressure dome. The customer stated that the treatment was aborted and that the patient was in stable condition. No product was returned for investigation.

Manufacturer narrative:
A batch record review for kit lot h303 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h303 shows no trends. The cellex photopheresis kit ("kit") with smart card was returned for evaluation. A review of the smart card data revealed that two alarm #18: system pressure had consecutively occurred as the centrifuge bowl pressure was above the pressure limit. Further review of the smart card data determined that the ecp treatment had been aborted moments after the second alarm #18: system pressure alarm had occurred. Visual inspection of the received kit identified that the diaphragm of system pressure dome was partially unseated from the pressure dome housing. No molding defects were observed upon inspection of the pressure dome body and diaphragm. The system pressure dome diaphragm and housing were cleaned and reassembled. The system pressure dome was installed onto a pressure sensor and fit without issue. In addition, a pressure test was performed while the system pressure dome was installed on a pressure sensor and no leaks were observed. The reported pressure dome membrane leak is verified as the returned kit exhibited evidence of a blood leak and the system pressure dome diaphragm was observed to be partially unseated from the housing. No product defect was identified through this investigation. Section 4 of the therakos cellex photopheresis system operator's manual ("operator's manual") and technical bulletin clx #27 provide detailed instructions on proper pressure dome installation. Furthermore, section 4-17 of the operator's manual indicates that "partial pressure dome attachment may provide pressure readings, but as pressures increase, the internal membrane may separate from the pressure dome. Fluid leaks may occur resulting in loss of sterility, blood leaks, and possible blood loss to the patient." As a result, the root cause for the reported pressure dome membrane leak is most likely improper installation of the pressure dome by the user. No further action is required at this time. This investigation is now complete. Mc: 041664 p.t. 07/30/2019.